Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an dual access arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. For proglide suture (two in rcfa and two in lcfa) were successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. Reportedly post procedure, while advancing the knot of one of the sutures in the rcfa, a suture break occurred. An additional proglide was placed and hemostasis was successfully achieved in both access sites. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.